Event description:
Angle saw blade attachment lost screw in middle of case. Case type: tka 2.0.

Event description:
Angle saw blade attachment lost screw in middle of case. Case type: tka 2.0. Update per mps: the attachment went into service this week, and the account had a total of 8 mako cases this week, so that attachment couldn't have been in more than 5.

Manufacturer narrative:
An event regarding disassociation involving a mako saw attachment was reported. The event was confirmed. Method & results: product evaluation and results: functional inspection confirmed the event. The device screw has disassociated from the device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. An nc has been opened to further investigate the problem. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker's nc/CAPA database indicated that there have been an relevant nc' associated with the product and failure mode reported in this event (disassociation).